Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was determined to be: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding a slow flow patient alarm, which occurred on the homechoice (hc) during use during fill 1 of 4. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated she felt very full and bloated. The tsr assisted the patient with starting a manual drain and the drain volume slowly increased. The tsr had the patient repeat the troubleshooting procedure and resume the manual drain. The manual drain volume equaled 3996ml. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, with a total volume of 10000ml, a total time of 8:00 hours, a fill volume of 2200ml, a last fill volume of 1200ml, a dextrose setting of same, weight units in kilograms, a patient weight of (B)(6), an initial drain alarm set to 350ml, the comfort control of 36 degrees celsius, the last manual drain setting set to yes, the ultrafiltration (uf) target set to 300ml, and the alarm set to yes. The tsr assisted the patient in ending the therapy. The tsr advised the patient to contact their registered nurse (rn) regarding feeling full and bloated. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2011 regarding the reported increased intra-peritoneal volume (iipv). The pdn stated they were aware of the events and that the patient has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The patient has been continuing therapy on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.